Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It as reported that the patient underwent a hardware removal surgery and total hip arthroplasty due to a broken trochanteric femoral nailing system advanced (tfna) nail on (B)(6) 2019. The nail broke at the junction of where the screw goes to the nail. Originally, the patient was implanted with the titanium trochanteric fixation nail (tfn) system on (B)(6) 2018. However, the patient had the first revision surgery on (B)(6) 2019, due to a reverse oblique intertrochanteric fracture wherein the surgeon fixed with a tfna nail using a reamer irrigator aspirator (ria) to promote bone healing. Consequently, with this oblique fracture pattern, the patient went on to non-union months after and then hardware failure for each of the nail, thus, another surgery was done to remove the tfna nail on (B)(6) 2019. The procedure was successfully completed wherein the nail was removed completely along with all parts. Patient outcome is unknown. Concomitant devices reported: tfna fenestrated screw (part# 04.038.200s, lot# h481845, quantity# 1); locking screw (part# 04.005.540, lot# unknown, quantity# 1); locking screw (part# 04.005.566, lot# unknown, quantity# 1); this report is for one (1) 14mm/130 deg ti cann tfna 440mm/right-sterile. This is report 1 of 1 for (B)(4). This complaint was created to capture the event that happened post-operatively. See linked (B)(4) for the event that happened post-operatively.

Event description:
It was further reported that the patient was revised to the total hip arthroplasty during the revision procedure performed on (B)(6) 2019. This report captures the hardware removal performed on (B)(6) 2019, due to a broken tfna nail wile related complaint (B)(4) captures the event of revision surgery performed on (B)(6) 2019 due to a reverse oblique intertrochanteric fracture. Concomitant devices reported: tfna fenestrated screw (part# 04.038.200s, lot# h481845, quantity# 1) , locking screw (part# 04.005.526, lot# unknown, quantity# 1) , locking screw (part# 04.005.528, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 08-nov-2018, expiration date: 30-sep-2028, part number: 04.037.464s, 14mm/130 deg ti cann tfna 440mm/right-sterile, lot number: h768799 (sterile), lot quantity: 5 . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.4, wave spring, shim ended, bp55, lot number: h613119, lot quantity: 1,003. Work order traveler met all inspection acceptance criteria. 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: 1l01093, lot quantity: 94. Purchased finished goods traveler met all inspection acceptance criteria. 04.037.912.3, tfna lock drive, bp58, lot number: h755182, lot quantity: 79. Part number: 21127, timoagri16.00, bp80, lot number: h731048, lot quantity: 2,162 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the 14mm/130 deg ti cann tfna 440mm/right-sterile (p/n 04.037.464s lot h768799) was received broken into two pieces with an oblique fracture at the proximal locking hole. No other visual issues were identified with the returned components of the device. Two concomitant 5.0mm ti locking screw with t25 stardrive for im nails, light green screws were returned without an alleged complaint condition. The lengths of the returned concomitant screws were measured, with caliper ca802, and were of lengths 36 mm and 38 mm, corresponding to part numbers 04.005.526 and 04.005.528, respectively. The following implants were returned as a concomitant device without an alleged complaint condition. Product code: 04.038.200s lot #: h481845 qty: 1 , product code: 04.005.526 lot #: unk qty: 1 , product code: 04.005.528 lot #: unk qty: 1 . Upon visual inspection, there is no evidence that the implant contributed to the complaint condition, and therefore no additional investigation will be performed on the implant. The device failure/defect of broken was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: outer diameter was measured and is within specifications per relevant drawing. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 14mm/130 deg ti cann tfna 440mm/right-sterile (p/n 04.037.464s lot h768799) as the implant was received broken into two pieces with an oblique fracture at the proximal locking hole no definitive root cause could be determined. It is possible that condition was due to early excessive strain by patient and/or unintended forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.